Manufacturer narrative:
On 05/31/2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was manufactured on 11/17/1993 and has no repair history at zimmer surgical since (B)(4) 2011. Investigation revealed wear to the cutter, roller and ratchet gear. Prior to repair, the test mesh passed. The device was outside calibration specifications on the left and right side. Repair of the device included replacement of the cutter, roller, ratchet gear, side plates, sliding pin and screws. The reported event was not reproduced during testing; however, the lack of preventative maintenance, which most likely caused the lack of calibration of the device and the wear to the cutter could have potentially led to the reported event. Per the instructions for use, "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." Additionally, per the instructions for use, "the expected longevity of the meshgraft ii tissue expansion system is ten years. Zimmer recommends that units over this age should be replaced because they have exceeded their normal useful life." The device was repaired and returned to the customer.

Event description:
It was initially reported that the graft harvest was torn, ripped and shredded deeming it unusable. Additional clinical info determined that the reported issue occurred during a surgical procedure with a non-cadaver pt, wherein when the doctor tried to pass the graft through the meshgraft ii, the graft did not pass through as smoothly as they would have liked. It was confirmed that there was a small additional graft that was used in addition to the initial graft. An alternate device was retrieved for use during the surgery without delay and the pt was under anesthesia during the event.